Event description:
It was reported that an alert for ventricular oversensing was received via merlin.net that caused pacing inhibition noted on stored egm. Programming changes were recommended.

Event description:
Additional information that there was post paced t-wave oversensing on the ventricular channel. Programming changes were made.

Manufacturer narrative:
(B)(4).